Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 73 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient's underlying medical conditions were not shared, beyond a cardiac arrest with CPR. The patient was on extra-corporeal membrane oxygenation (ECMO), inotropes, vasopressors, and a vent for respiratory needs. The cp was successfully placed and on the day of implant there was suction observed on the console, which prompted the team to give volume and assess positioning with echo when the patient arrived to the ICU. The pump position was determined to be good. The urine in the foley was also tinged reddish. The team infused blood products. The pump remained on for 4 days and then was explanted. The patient has survived the low flows and tinged urine, which could have been contributed to by ECMO and acuity of the illness.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in d10 (concomitant product), e1 (zip code extension), e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the low or blocked pump flow issue was most likely related to patient condition, since the data log did not report pump or device interaction-related abnormalities, and the patient was on ecpella support. The cause of the hematuria issue could not be determined without sufficient clinical details.

Manufacturer narrative:
It was confirmed the labs were not hemolyzed and the hematuria did resolve after volume.